Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed cuts in the overmold on the top and bottom covers. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented an electrical test from being performed. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. This device had moisture that exceeded the residual gas analysis test limit. Corrective actions were implemented. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing no sound to stimulation since (B)(6) 2021. Device testing revealed abnormal results. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. Revision surgery is under consideration.